Manufacturer narrative:
(B) (4). Advancer bypass, malformed clip. Evaluation summary: the analysis results found that the device was returned in good visual condition. The instrument was cycled, fed and formed one clip conforming and the advancer bypassed two clips, causing pear-shaped clips. In addition, the orange indicator did not show up completely after the device locked out. No conclusion could be reached as to how the failure occurred. However, a design change plan has been initiated to address bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a visceral procedure, the clips delivered but applier was hard to fire. The applier blocked at activation time. No clip released at all. Unknown how case was completed. There were no adverse consequences to the pt.